Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va01fg5, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the patient was having some pain with the device and they wanted it removed. The battery was removed but the lead was hard to locate. It was pulled out through the pocket and as the hcp was doing so the tip of the lead broke off, so the tying remained, but everything else was removed. No further patient complications were reported as a result of this event.